Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no issues found and patient displayed on station. A technical support specialist (tss) reviewed the server and confirmed there were no patient or order delays. Although initial searches showed multiple patient records, further queries verified that the patient was admitted and that device transactions were present. The customer later indicated that the medication was likely pulled on override and that the patient was subsequently discharged, resolving the issue. The tss advised that re admitting the patient may help if the issue occurs again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not shown on pyxis. There were no adverse events or injuries reported based on this event.